Event description:
A malfunction alarm with code 12 occurred, but there were no notable events reported prior to this. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was not able to reset the pump due to being at work without charging supplies. Technical support provided information on how to reset the pump, and the customer was advised to follow up if further assistance was needed. No additional actions were taken by technical support.